Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspections were performed on the returned device. The tip separation was confirmed. The difficulty to insert was unable to be tested because the tip was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. A 0.018 guide wire was unable to be backloaded into the supera; therefore, a new supera was used to complete the procedure with no issues. Upon inspection of the supera, the catheter tip was noted to be missing which it was indicated the tip might have been detached during preparation of the device. The device was never advanced into the patient. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.